Event description:
It was reported that the patient presented to the doctor with complaints of back pain. The doctor recommended the patient to undergo lumbar spine surgery. On (B)(6) 2010, the doctor operated on the patient. Specifically, the doctor operated at the l1 through l4 levels, performing a disectomy and fusion and placed an interbody cage therein, during which rhbmp-2/acs was used. After this first surgery, the patient continued treating with the doctor and then had a second surgery. The doctor performed a t4-s1 posterior spinal fusion and l5-s1 axialif on the patient, during which rhbmp-2/acs was used. The patient can no longer stand up straight and experiences pain in her back and legs and weakness in her knees that were not present prior to the surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.